Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was reportedly damage to the pump casing around the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: there was no evidence of physical damage found to the pump casing. Unrelated to the complaint, the text on the display screen was found to be dim display and letters had a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).